Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 50 mg/dl. Customer¿s current blood glucose was 74 mg/dl. Customer treated with food. Patient has been experiencing low blood glucose for a couple of weeks. Always been a problem he does not feel when he is going down. Customer has been experiencing low blood glucose for a couple of weeks. Blood glucose was in the 60's mg/dl and the insulin delivery was suspend and treated with juice. The blood glucose ranges blood glucose was 50's mg/dl to 60's mg/dl and current blood glucose this morning it was 74 mg/dl. The symptoms included vision, dizziness, irritability. The insulin pump says compromised force sensor system and customer states that the bottom o-ring is right. The insulin pump will not be returned for analysis.